Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the battery gauge was fluctuating. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose level was 114 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.